Event description:
The dental implant fx4810mlc was removed on (B)(6) 2017 due to lack of primary stability one month and 18 days after implantation. The doctor indicated that infection at the site of the implant and patient pain caused the implant to be removed. The patient has no significant medical history and has been recovered without complications.